Manufacturer narrative:
The fse discovered overfilling white blood cell (wbc) bath and red blood cell (rbc) bath that was not filling. The fse replaced failing solenoid valves (lv14 and lv15) to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported an uncontained bloody fluid leak of approximately thirty (30) ml from the bottom of the coulter ac.t diff analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.